Event description:
It was reported that "the puncture needle is leaking." The user stated the cone of the cannula was defective which caused the leak. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 18ga introducer needle and a bd syringe (k-09805-002a) for analysis. Definite signs of use were observed. Visual analysis revealed the needle hub contained one large vertical crack. A secondary, smaller crack was also observed on the needle hub. Microscopic examination confirmed the cracks in the needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of needle hub cracked was confirmed by evaluation of the returned sample. Visual analysis revealed multiple cracks in the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel , etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the puncture needle is leaking." The user stated the cone of the cannula was defective which caused the leak. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".